Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2010 and performed to specification up to the 21st september 2014. An increase in voltage suggests a further pad-pak was installed. The device records multiple occasions when the device records temperatures below the recommended minimum standby temperature. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2014 and the (B)(6) 2015. The pad-pak became depleted during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.